Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations with backup defibrillation operation deactivated. Device replacement was recommended but the patient was not eligible to replace the device. Patient was in good condition.